Event description:
Patient in or for open reduction and internal fixation of trimalleolar fracture of right ankle; while surgeon was using twist drill over guidewire, the guidewire broke off leaving a piece in the pt's bone; the rest of the guidewire was stuck in the twist drill; surgeon had to make 2 small additional incisions to remove the broken piece. There was no harm to the pt; patient discharged the following day.